Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported in an abstract that total of 65 patients (102 vertebrae) underwent olif in the hospital. As post-op complications,in 3 patient numbnesss/feeling of discomfort in femoral region were observed.